Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent orif for femoral intertrochanteric fracture with the product in question. The defect occurred when locking the blade intraoperatively. It was reported that the blade was not locked. The blade was removed, and a blade of the same size was inserted from a loaner set that had been prepared for the second case on the same day. The surgery was completed successfully within 30 minutes delay. Patient status/ outcome: stable . No further information is available. This report is for one (1)pfna-ii blade l90 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Part number: 04.027.053s, lot number: 869p054, manufacturing site: (B)(4), release to warehouse date: 21 june 2022, expiry date:01 june 2032. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.